Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted. The interconnect cable was repaired and the boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent communication error on start up. The fe states that this caused the system to lock up, requiring a re-boot to restore functionality. There was no pt injury or death reported.